Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The following incident description was provided to caridianbct quality assurance by the customer. Once during quick start, there was a leak and air was pulled into the tubing at the connection between the spectra return line and the blood warmer tubing. Air was not transfused to the pt and the pt did not experience any adverse health effects.

Manufacturer narrative:
(B)(4). The disposable was returned for physical inspection. The kit had some blood in it, but the return line only contained saline. The blood warmer tubing contained saline and air. This means that the incident occurred early in the quickstart phase, before blood was returned to the pt and before the interface was established. The spectra male return luer has an interior cylindrical-shaped protrusion to mate with the female luer of the blood warmer tubing. Evidence of solvent was observed on the interior and exterior surface of this protrusion. This created an incomplete fit with the blood warmer tubing. These observations are consistent with the application of excessive solvent during manufacturing. After the return luer is bonded to the return tubing, excessive solvent may leak down into the blue cap and wick up into the luer. The solvent then eats away at the return luer forming a rough area that corresponds to the interior of the blue cap. Such a defective male luer is still able to connect to the female luer on blood warmer tubing, but the point exposed to excess solvent forms a leak pathway. A leak pathway may result in a fluid leak or the drawing in of air depending on the pressures on the inside and outside of the tubing. When the luer is elevated above the patient access, a negative pressure may be established that pulls air into the tubing. Root cause: the application of excessive solvent on the return luer is the root cause of this incident. Corrective action: new drying racks were implemented to add a queue of drying time before the protective cap is attached to the male luer.